Manufacturer narrative:
(B)(4). Batch # m91d0k. The analysis result of the er320 device (a) found that it was received with the floor damaged. See picture. Due to the returned condition of the device, no further testing could be performed in order to evaluate the reported incident of malformed clips. No conclusion could be reached as to what may have caused the damage on the floor. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Event date= unknown. Batch # m91d0k.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were falling out of the device jaws upon loading. When some clips were finally able to be fed into the jaws correctly, they would scissor on the cystic duct and/or artery. It is not believed the device was used on a cholangiogram catheter. There were no patient consequences reported.